Manufacturer narrative:
H2: additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that it was not known how or why the fault occurred with the instruments.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that several instruments required replacement. There was an issue with the ball probe. There was a screw defect with the small clamp. The thread was stuck. The tip was defective on the clamp screwdriver as it had turned round. The spinous process clamp did not hold correctly as the tooth grid was worn. There was no patient involvement.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.